Event description:
During priming of the oxygenator prior to use, solution was observed to leak from the base and the gas outlet port. The involved unit was changed out and there was no patient involvement.